Event description:
It was reported that patient he does not see cgm reading on his ilet for the past hour. Confirmed cgm readings are not available on dexcom app either. In the middle of the call patient reported cgm readings are now showing back on the pump and his dexcom app. Patient was at 300mg/dl once cgm reading became available.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.